Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent a dynamic hip screw/dynamic condylar screw (dhs/dcs) procedure on (B)(6) 2018. During the procedure, as the surgeon was attempting to insert the lag screw into the t-handle, the tip of the dhs/dcs coupling screw broke off. Concomitant devices reported: t-handle (part number unknown, lot number unknown, quantity 1), dhs/dcs lag screw (280.305, lot number unknown, quantity 1). This report is for one (1) dhs/dcs coupling screw. This is report 1 of 1 for (B)(4).